Event description:
Physician reported "suspected right implant rupture as reported from ultrasound scan." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. No observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.